Event description:
It was reported that prior to a percutaneous coronary intervention, stent dislodgement occurred. As the 3.5x12mm promus element stent was removed from the device packaging it was noted that the stent was not mounted on the balloon. The procedure was completed with another 3.5x12mm promus element stent. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified that the stent delivery system (sds) was returned without the stent attached. The balloon appeared to be partially inflated with traces of solidified contrast media present inside. The fact that the balloon was partially inflated may have also contributed to the stent having detached from the balloon. From the condition of the balloon it was not possible to see the crimp marks on the balloon. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a percutaneous coronary intervention, stent dislodgement occurred. As the 3.5x12mm promus element stent was removed from the device packaging it was noted that the stent was not mounted on the balloon. The procedure was completed with another 3.5x12mm promus element stent. As there was no contact with the patient, no complications were reported.